Event description:
It was reported to nevro that the patient's device started eroding out of their pocket site. The physician revised the pocket site and the patient recovered without sequelae. Additional information indicated the patient had a pre-existing comorbidity (diabetes) that affected the wound healing process.

Manufacturer narrative:
A typographical error in b5 from the initial report has been corrected in this report. Additional information received has been added to this report.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient's device started eroding out of their pocket site. The physician revised the pocket site and the patient recovered without sequelae.